Manufacturer narrative:
The device was not returned for evaluation because it had been implanted. A review of the device history records found no nonconformances, and all devices met the acceptance criteria and specifications before their release. The details of the complaint do not clarify whether the reported event is related to the device itself, the surgical technique, or the experience of the surgeon. Unfortunately, no additional information could be obtained from the user. This report consider as part of CAPA ca25-512. The manufacturing number is (B)(4).

Event description:
According to the rn, one side of the sling was broken and unusable. There was no injury to the patient, and a second device was opened and used.